Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Multiple attempts were made by tandem customer technical support to the customer and was unable to address the issue, however, no response was received, there was no reported adverse impact. No additional information was provided.